Event description:
It was reported that the rail was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the rail was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the siderail was functional and could lock in the upright position.